Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: 2020-70635.

Event description:
A facility representative reported a intraocular lens (iol) exchange three months following the initial implantation. The patient complained of the inability to drive at night and blurry vision. The multifocal toric lens was replaced with a monofocal toric lens. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report was filed for the fellow eye.

Manufacturer narrative:
Additional information provided in h3, h6, and h10. The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half typical of insertion and removal. Both halves are adhered together by solution. A small piece of lens material along the edge is missing. Scratches are observed on both halves of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. No testing of the lens is able to be completed due to extensive damage to the lens. Qualified associated products were indicated. The root cause for the reported events could not be determined. The manufacturer internal reference number is: (B)(4).